Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. Customer's mother reported that the customer was wearing the device on his side at the time of the alarm. Most recent blood glucose level was 355 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.